Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a carotid angioplasty and stenting treatment procedure a balloon rupture occurred. The target lesion was in the bifurcation of the left internal and external carotid arteries. A f/g, sterling, mr, 3.0 x 20/135 (4f) was inflated to treat the target lesion when a "pop" was heard at 12 atms and a balloon rupture was suspected. The balloon was removed and the lesion stented. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a carotid angioplasty and stenting treatment procedure a balloon rupture occurred. The target lesion was in the bifurcation of the left internal and external carotid arteries. A f/g, sterling, mr, 3.0 x 20/135 (4f) was inflated to treat the target lesion when a "pop" was heard at 12 atms and a balloon rupture was suspected. The balloon was removed and the lesion stented. No patient complications were reported and the patient's status is ok.